Event description:
Patient reported skin irritation in the form of bleeding, discharge, and blisters/welts. The patient did seek medical treatment and was treated with an otc topical corticosteroid cream. The patient reported following proper skin preparation instructions.

Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.